Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during IV infusion with an unspecified bd intravascular catheter foreign matter was discovered. There was no report of patient impact.   The following information was provided by the initial reporter: we are interested in these questions as we observed some subvisible particles (2 ¿ 50 microns) coming out from the bd angiocath and insyte catheters during simulated saline delivery by IV infusion. Our study results showed that the subvisible particles are likely the lubricants shedding from the catheters. Due to potential interaction of the lubricants with our drug product, it is important to understand what the chemical nature and the level of the lubricant on the catheters so that we could perform in vitro testing on the potential interactions.